Event description:
It was reported: at2 micro driver broke off in screw head. Pulled broken part out and used a second driver. 15mins delay.

Manufacturer narrative:
No product has been received to date so an examination cannot be performed, no definitive conclusion can be made. If any additional information is provided or product is returned for examination, a follow up report will be submitted.